Event description:
Customer called to check the insulin pump. The blood glucose readings have been high. The current reading is about the meter reading. Customer mentioned a hospitalization due to heart attack and the blood glucose reading was 774 mg/dl. Customer stated that she is changing once a week on saturday. Customer knows she must change every 2 to 3 days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.